Manufacturer narrative:
The device was not returned for analysis as it was retained by the user facility, therefore, boston scientific could not determine if the device failed to meet device, labeling, or packaging specifications. According to the info provided by the user facility, there was excessive friction between the stabilizer and the catheter. This device was being used for treatment, not diagnosis. Boston scientific could not conclusively determine the cause of the user's experience. It is possible that the operator encountered friction when attempting to deploy the stent. It is unclear what could have potentially caused high friction during deployment. It is possible that a highly tortuous anatomy caused resistance in stent deployment, or that there was an inadequate flush running through the system. In addition, excessive force may have been applied between the stabilizer and the catheter in an effort to deploy the stent. However, there was not enough evidence to narrow these options down. The cause of the event remains unk. Add'l PMA/510 (k): h020002/s5.

Event description:
The user facility reported while attempting to deploy the stent in question during a procedure, the pusher stuck in the catheter. The pt reportedly required medical intervention. The user facility did not disclose any other info regarding this event, including the pt's final outcome.